Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01675. This report is being submitted as additional information. The serial number of the device was requested but was not provided, therefore the expiration date and manufacture date are unknown. Approximate age of device could not be determined as the serial number of the backup battery in use at the time of the event was not provided. Manufacturer's investigation conclusion: the system controller and backup battery were not returned for evaluation. As the backup battery serial number was not provided, the manufacture date of the backup battery could not be confirmed. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. The submitted system controller log file contained data from (B)(6) 2018 according to the timestamp. The log file captured a constant backup battery fault alarm per design due to the internal backup battery being past its expiration date. This alarm did not affect the system controller's ability to support the pump at the set speed, but remained active until the end of the log file. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with backup battery fault events observed on the system controller. The backup battery fault was associated with the expiration date. The alarms resolved after his external backup battery was changed out. No further information was provided.